Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured may 21, 2014 to may 22, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "capsule" of a large volume infusor ruptured, resulting in leakage described as "automatic spray". This occurred after filling with an unspecified solution and before patient use. There was no patient involvement. No additional information is available.